Event description:
Information was received indicating that a smiths medical cadd solis vip pump delivered the programmed volume quicker than expected. Only half of the programmed volume was administered, 800 ml instead of 1700 / 18hs. There was no reported adverse event.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in a used physical condition. The event history log was reviewed and there was a "lec 46440" message. A functional check was conducted. A test was executed with a test device pm-1124. Flow rate: 30,46 / downstream occlusion (dso) trip point: 1,13 / device ?failed". The reported issue was unable to be confirmed, but the device did show error code 46440 and dso pressure (trip point) was low. The pump's downstream occlusion will be replaced as a preventive measure and the uso (upstream sensor) and expusor will be recalibrated.